Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose in the 400 mg/dl range and also blood glucose of 517 mg/dl. Caller inquired if continuous glucose monitoring could work without insulin pump. Caller was advised insulin pump was required in order to use the continuous glucose monitoring system. Caller was not authorized to speak on account and no further detail was given.